Event description:
The customer's family member reported receiving erratic readings on their freestyle freedom lite blood glucose monitor. Customer received readings of 261 mg/dl, 230 mg/dl, 50 mg/dl and 500 mg/dl within 10 minutes. All tests were performed on the finger. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer experienced tiredness and did not feel well. The customer self treated with water and did not seek third party medical intervention. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.